Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurred vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was residual refractive error.

Event description:
Additional information received stating that the patient did not have their lens exchanged.

Manufacturer narrative:
Additional information was provided in b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percentage (%) assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporting facility has not provided any further information. The replacement lens information was not provided. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).